Event description:
Pt reported by phone that she received a stryker hip replacement in 2007. Her surgeon at the time was (B)(6) in (B)(6). Eighteen-twenty four months later, she was experiencing pain and it was determined that the cup had slipped. She was referred to (B)(6) also in (B)(6), and she underwent revision in (B)(6) 2010. Subsequently, she suffered a femur fracture and is still undergoing therapy. Uncertain at this time if there was a second revision. No specific product info was provided, but doctor's office instructed the pt to call stryker and reference our recall number ra2008-005 and a second reference number ((B)(4)), believed to be a lot code. The pt is looking for info and answers concerning their implanted cup.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.